Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife is calling to report that the lancet tip protrudes from the end cap. She stated that the lancet is properly seated. No adverse event reported. The lancing device and lancets are being returned and replaced.